Event description:
New information received notes that the pacemaker was explanted. Patient condition was unknown.

Manufacturer narrative:
The reported event of over-sensing/noise was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at nominal level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2023-50276, 2017865-2023-50277. It was reported during in clinic follow up that the pacemaker system was exhibiting oversensing due to noise on both the atrial and ventricular channels. This oversensing resulted in inhibition of pacing. It was unable to be confirmed whether the source of the noise was a device malfunction or an issue with the atrial and ventricular leads. No intervention was reported and the system will continue to be monitored. The patient was stable and asymptomatic.